Event description:
Customer reported that there are saved images in the study with labeled vascular measurements, which do not appear on an image capture of the vascular report, and conversely, reports with vascular measurements which do not have corresponding images saved in the study.

Manufacturer narrative:
Health risk evaluation concluded that this issue is low risk. However, this issue will be resolved via a sw improvement. The desired behavior required to mitigate risk as noted in the risk and hazard document, is to require the user to "accept" the new value as a result of changing the placement of the calipers, when cine events are initiated while using auto stats on a frozen pw waveform. Two recommended workflow alterations will prevent this behavior: avoid rotation of the frine wheel as the user is unfreezing the system. Best performance will be realized by pressing the button in the center detent on the frine wheel. Discontinue use of trace auto-stats in carotid examinations.